Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (component codes), h11. Corrected fields: h3, h6 (investigation findings). Getinge fse evaluated the iabp unit and identified manifold k8 defective. Fse stated it was decided to proceed with equipment renewal, so repairs were not performed, and the equipment was returned without repairs.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, e1 (initial reporter, event site email), e2, e3, g3, g6, h2, h11. Corrected fields: b3, d5, e4, g2.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during inspection, cs300 intra-aortic balloon pump (iabp) had a manifold k8 defective. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. Getinge fse evaluated the iabp unit and identified manifold k8 defective. At this time, the customer has not requested getinge to repair the iabp. Additional information was requested from the fse with regard to the repair and status of the iabp; however, despite our best efforts, no repair information and no status of the iabp has been received. If any pertinent information is received in the future, a supplemental report will be submitted.

Event description:
N/a.